Event description:
The customer stated the unit was giving a generator system error: cycle power. The fe confirmed the system could not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The lvps board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.